Manufacturer narrative:
Correction to h6: impact codes. Detailed product and event information were not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. No pe was noted pre-procedure. An amplatz super stiff guidewire was used to access the superior vena cava (svc). A versacross connect and watchman trusteer access system (was) was inserted and transseptal puncture (tsp) was performed using intracardiac echocardiogram (ice). A watchman flx pro closure device was implanted using transesophageal echocardiogram (tee). The procedure was concluded, yet the patient began to experience hypotension. A moderate pe was identified, localized at the right posterior pericardial sac. A pericardiocentesis was performed and a total of 800cc of dark red blood was removed from the pericardial space and returned to the patient by autotransfusion method. Protamine was administered and a pericardial drain was inserted. The pe resolved before the patient left the procedure room. The patient was sent to the cardiac coronary unit (ccu). The pericardial drain was removed six (6) hours later, and the patient was fully recovered and discharged home. There was not a perforation in the laa from the closure device, and no leak was noted during the case or after the pe was detected, therefore the physician believes the pe may have been caused by the tsp or by the amplatz super stiff guidewire while accessing the svc.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. No pe was noted pre-procedure. An amplatz super stiff guidewire was used to access the superior vena cava (svc). A versacross connect and watchman trusteer access system (was) was inserted and transseptal puncture (tsp) was performed using intracardiac echocardiogram (ice). A watchman flx pro closure device was implanted using transesophageal echocardiogram (tee). The procedure was concluded, yet the patient began to experience hypotension. A moderate pe was identified, localized at the right posterior pericardial sac. A pericardiocentesis was performed and a total of 800cc of dark red blood was removed from the pericardial space and returned to the patient by autotransfusion method. Protamine was administered and a pericardial drain was inserted. The pe resolved before the patient left the procedure room. The patient was sent to the cardiac coronary unit (ccu). The pericardial drain was removed six (6) hours later, and the patient was fully recovered and discharged home. There was not a perforation in the laa from the closure device, and no leak was noted during the case or after the pe was detected, therefore the physician believes the pe may have been caused by the tsp or by the amplatz super stiff guidewire while accessing the svc.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information.

Manufacturer narrative:
Detailed product and event information were not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. Investigation results: labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. No pe was noted pre-procedure. An amplatz super stiff guidewire was used to access the superior vena cava (svc). A versacross connect and watchman trusteer access system (was) was inserted and transseptal puncture (tsp) was performed using intracardiac echocardiogram (ice). A watchman flx pro closure device was implanted using transesophageal echocardiogram (tee). The procedure was concluded, yet the patient began to experience hypotension. A moderate pe was identified, localized at the right posterior pericardial sac. A pericardiocentesis was performed and a total of 800 cc of dark red blood was removed from the pericardial space and returned to the patient by autotransfusion method. Protamine was administered and a pericardial drain was inserted. The pe resolved before the patient left the procedure room. The patient was sent to the cardiac coronary unit (ccu). The pericardial drain was removed six (6) hours later, and the patient was fully recovered and discharged home. There was not a perforation in the laa from the closure device, and no leak was noted during the case or after the pe was detected, therefore the physician believes the pe may have been caused by the tsp or by the amplatz super stiff guidewire while accessing the svc.